Event description:
Through journal article "breast implant associated -anaplastic large cell lymphoma after breast augmentation surgery: a case report" reported left side device to be "gradually become swollen and enlarged and hard to the touch without any obvious inducement, accompanied by occasional tingling in the nipple", "effusion", "pain", palpable implant, "capsular contracture baker grade ii", "thickened capsule", "yellow and chylous fluid", "gray-white, accompanied by fat-like yellow vegetations of varying sizes, some of which are free in the capsular sac", "chronic inflammation, the outer wall was not smooth, fibrinoid material adhered to the inner wall, focal necrosis was seen, and abnormal proliferation of large lymphocytes was seen below the necrosis" and anaplastic large cell lymphoma. Histopathological markers cd30+ and alk- have been received. Device has been explanted. Treatment: device explant, capsulectomy.

Manufacturer narrative:
Article citation: jie, cai, et al. Breast implant associated-anaplastic large cell lymphoma after breast augmentation surgery: a case report, dec. 2023. The events of "seroma-late and lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphoma-alcl.

Event description:
Through journal article "breast implant associated -anaplastic large cell lymphoma after breast augmentation surgery: a case report" reported left side device to be "gradually become swollen and enlarged and hard to the touch without any obvious inducement, accompanied by occasional tingling in the nipple", "effusion", "pain", palpable implant, "capsular contracture baker grade ii", "thickened capsule", "yellow and chylous fluid", "gray-white, accompanied by fat-like yellow vegetations of varying sizes, some of which are free in the capsular sac", "chronic inflammation, the outer wall was not smooth, fibrinoid material adhered to the inner wall, focal necrosis was seen, and abnormal proliferation of large lymphocytes was seen below the necrosis" and anaplastic large cell lymphoma. Histopathological markers cd30+ and alk- have been received. Device has been explanted. Treatment: device explant, capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b3, d6b